Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep received email from the physician as the patient was seen on the day of the report. The patient had issues with left facial/arm tingling, vertigo, tachycardia, facial numbness and left arm numbness, and all of these issues occurred with the stimulation on or off. The rep stated that they've already attempted reprogramming and the physician had instructed the patient to leave the stimulation off at this point (patient claimed they had been running stimulation at 0.1v). Previously, the patient indicated the issues started after a physical therapy appointment when they "wrenched" on him and they've never been the same since (exact date of the appointment was unknown) but patient was now claiming issues are related to ins. No further complications were reported.

Manufacturer narrative:
Due to review of additional information, it was determined that information from MDR (B)(4) apply to this event. Future information received will be sent through this MDR. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s therapy was turning on by itself. It was reported that the manufacturer representative would capture and data file and sent it to technical services. The event date was not asked, but is being followed-up on. Additional information noted that an appointment for (B)(4) 2018 was requested by the consumer. Additional information from the health care provider (hcp) via a manufacturer representative was reported stating that on (B)(4) 2018 impedances were run and all electrodes were in range. The patient was instructed to try all programs with decreased rate and pulse width. They would assess stimulation with those decreased settings. The cause was unknown. The patient felt the stimulation in their neck and face even when the system was off. The issue was not resolved. Additional information from the health care provider (hcp) via a manufacturer representative on (B)(4) 2018 reported that reprogramming was also done on (B)(4) 2018. The patient noted that after physical therapy nothing worked the same which was reported to be approximately 4 months ago. Another programming session was scheduled for (B)(4) 2018. No further complications were repo rted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2018 from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that patient was receiving 0 relief. Caller reported the patient stated yesterday on the phone that when he goes above 0.5v he gets stimulation in his armpit/ shoulder/ upper chest. Manufacturer's representative (rep) reported that he would be meeting with the patient on (B)(6) 2018 at 2pm. Rep reported no falls were noted. Rep reported he would discuss x-ray lead position with the doctor at the visit. It was reported stimulation was in wrong location and patient got 0 relief. Location of symptoms was reported to be in armpit/shoulder upper chest. Patient stated that during an appointment with his hcp he was in so much pain that he had to go to the ER. No further complications were reported/anticipated. On (B)(6) 2018, additional information was received from the manufacturer representative (rep) who called back while they were with the patient to report that they checked their impedances and they seemed good. They ranged from 983 ohms to 1615 ohms. The patient reported that they felt stimulation from their calf all the way to their neck when stimulation was on a low amplitude .1v to .5v. The patient reported that the issue started on (B)(6) 2017 after they had physical therapy. They stated after that they started having severe muscle spasms and needed to go to the hospital. The rep stated they would try to reprogram them to see if it would help the issue. No further complications were reported/anticipated.